Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on april 28, 2010 alleging inaccurate readings on his one touch ultrasmart meter. The pt did not recall the readings he had taken on the meter; however, claims he had done a precision test and the readings he felt were inaccurate on (B) (6), 2010. The pt claims due to the inaccurate readings, he took an increased dosage of insulin based on the meter results and later developed symptoms of feeling sweaty. The pt then self-treated with food/drink. The pt did not seek any further medical attention or contact his physician for assistance. The pt was not tested on another device. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the pt did not have any control solution. The complaint is being reported since the pt alleged that due to the inaccurate readings, he took an increased dosage of insulin and later developed symptoms suggestive of a serious injury and had to self-treat.